Event description:
A report was received that a patient experiences increased pain when using her implantable pulse generator (ipg) and decided to discontinue use of the device. The patient was reportedly reprogrammed multiple times, but the pain issue was never resolved. The physician took x-rays and determined that the lead had migrated and twisted around the patient's spinal cord. A bsn representative reprogrammed the patient using only those contacts on the posterior side of the spinal cord. The new programs covered pain in the patient's leg, but did not address her back pain. The physician decided to treat the patient with epidural injections and radio frequency (rf) therapy for the next 6 months and will not perform a revision surgery at this time.

Manufacturer narrative:
The patient remains implanted. This is the final report.